Event description:
Patient has spinal cord stimulator. Had MRI completed. Several days later, complaints of burning sensation on her back. Examined in clinic and suspected 1st degree burn noted near battery pack. Treated with antibiotic ointment and silver sulfadiazine. Upon double check of MRI safety precautions and interrogation of device, no breech in protocol noted. The generator is a boston scientific wavewriter alpha igp model sc-1232 s/n (B)(6). The 2 leads are model sc-2317-70 s/n (B)(6). There is also an anchor model sc-4318 s/n (B)(6).

Event description:
Patient has spinal cord stimulator. Had MRI completed. Several days later, complaints of burning sensation on her back. Examined in clinic and suspected 1st degree burn noted near battery pack. Treated with antibiotic ointment and silver sulfadiazine. Upon double check of MRI safety precautions and interrogation of device, no breech in protocol noted. The generator is a boston scientific wavewriter alpha igp model sc-1232. The 2 leads are model sc-2317-70. There is also an anchor model sc-4318.